Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the light guide bundle was slightly interrupted and weakened in the insertion section. Based on the results of the investigation, a definitive root cause of the issue could not be determined as the customer reported issue was not confirmed. The light guide bundle issue found during investigation was most likely due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device experienced a bad image during service/ maintenance. There were no reports of patient involvement.